Event description:
Customer called regarding a blank display and check setting alarm. Troubleshooting done during phone call and it was indicated that the pump does not need to be returned. The customer then stated they were hospitalized for dka last month and think it may be related to the infusion sets. Additionally, they stated that their doctor could not identify any reason for the elevated blood glucose, but ever since they changed to a different type of infusion sets their bgs have been normal.